Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-aug-2025, the user reported that the ilet touchscreen was unresponsive, preventing them from swiping to unlock or opening notifications. A replacement device was arranged. Blood glucose was not affected. No medical intervention was required.